Event description:
It was reported that in (B)(6) 2013, the patient¿s body rejected the pump, and was removed on (B)(6) 2013. Additional information received reported that the patient did not have concerns with their device or therapy. The pump system was being used to infuse morphine (unknown).

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).